Event description:
The customer reported that his bg's were "rising all day"; after a "high" reading (greater than 500mg/dl), he went to the ER. While at the hospital, his bg level was again taken, which read 609mg/dl. During this time the customer was on antibiotics to treat a skin infection that resulted from wearing a pod; the customer's doctor believed the high bg's "could possibly have been from the antibiotics". The doctor administered an IV to treat the high bg's and recommended that the pod continue to be worn (but no insulin injection should be administered at this time). After 6.5 hours, the customer was released from the hospital. The pod was discarded and will therefore not be returned for eval.

Manufacturer narrative:
The pod will not be returned for eval. Unable to confirm any product malfunction. The omnipod user guide instructs pts to check the infusion site daily for signs of infection such as pain, swelling, redness, discharge or heat. If there are signs that the site may be infected, the pt is advised to immediately remove the pod and apply a new one, contact a healthcare provider and treat the infection according to the health care provider's instructions. The customer followed these instructions per the user guide and was given antibiotics to treat the infection.